Event description:
It was reported that the leads were fractured due to clavicular crush. The rv lead was capped and replaced. The patients condition was fine after procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 12.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.